Event description:
It was reported that: the probe cover is being split (the probe cover has a split, which means it is damaged.), it is only noticeable once the scrubbed rn has put it on the probe and goes to straighten/flatten it out. The product involved was pc1290pan, lot: 2064lra300 , 1 unit was reported affected. No patient injuries, infections, or complications were reported.